Event description:
When medication strength was changed from single strength (20mg/250ml) to quad (80mg/250ml) and quintuple (100mg/250ml) strength, there was a discrepancy between the IV pump displayed rate/dose and the actual rate/dose. IV pump being used indicated delivering 1.9mcg/kg/min to 2.1mcg/kg/min of phenylephrine, but in reality, the dose received was between 8.5mcg/kg/min to 9.5mcg/kg/min. Pump display didn't match what automatically documented on to the medication administration record or the iaware package that signs the result onto the medication administration record. Able to confirm incorrect rate by the IV bag emptying in 1 hour and 45 minutes instead of over several hours. Health technology management director, nursing, and risk management performed tests with the pump in question and with other pumps and were able to replicate the error under a specific set of conditions.